Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Patient developed tight banding in the right arm 2 weeks post miradry treatment. Antibiotics, pain killers, and steriods were prescribed but the patient experienced palpitations while mediated. The patient stopped taking her medications after 3 days. Clinic confirmed the patient's symptom resolved.